Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down due to the customer letting the pump battery deplete to 0%. Reportedly, the pump would not turn back on after being plugged into a power source for 15 minutes. Customer's blood glucose level was not impacted.